Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.

Event description:
During preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to comple the procedure. No patient complications were reported by the hospital.